Event description:
It was reported that the patient had wound dehiscence at the midline incision and developed an infection. The physician performed a wound debridement. The physician believes that the infection was not device or procedure related and the cause was unknown. The patient was doing well. The device remains implanted and in service.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6) batch: 5005413 UDI: (B)(4).